Manufacturer narrative:
(B)(4). The device will not be returned for analysis. The lot number was provided. A follow up report will be submitted with all relevant information.

Event description:
Device issue: separated guide wire. Time of device issue: during the procedure. Adverse event: portion of guide wire unretrieved in patient. Onset of adverse event: during the procedure. It was reported that during use in the periphery (left tibia), the tip of the guide wire separated approximately 3 centimeters from the distal end. It remained in the occluded posterior tibial artery. No intervention was reported.